Manufacturer narrative:
The technician found the side rail metal latch cover is bent. The technician replaced the side rail latch cover to resolve the issue.

Event description:
The technician alleged the side rail will not latch in the up position. No pt impact.